Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4196-78 lead, implanted: (B)(6) 2011. (B)(4)

Event description:
It was reported that the device was at recommended replacement time (rrt) in less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.